Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for gap between acoustic lens and ultrasound probe could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the ultrasound gastrovideoscope exhibited a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.